Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure per physician's preference. The patient was doing well post-operatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was having frequent ipg charging and would not take long to charge. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was having frequent ipg charging and would not take long to charge. The patient will undergo a revision procedure.